Manufacturer narrative:
The reported event of unable to loosen the ventricle setscrew to disconnect the v-lead was confirmed. Epoxy was found in the ventricle connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly. Actions have been taken to prevent reoccurrence. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was unable to remove from the pacemaker. The pacemaker was not used and was replaced. The patient was in stable condition throughout the procedure.